Event description:
The customer reported having high blood glucose for the past three weeks, and she believes the insulin pump was not functioning. The customer experienced nausea, migraines, excessive urination, thirst, loss of appetite, and fatigue. The caller stated that she had an urgent care visit due to her high blood glucose over 350mg/dl. Troubleshooting was performed, and the drive support cap appears normal. The time, date, basal rates, and bolus wizard were correct. The customer mentioned that the cannula was occluded. The customer requested having the device replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. Unable to perform the occlusion, basic occlusion and excessive no delivery alarm test due to prime/fill anomaly.